Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In late 2006, the patient was implanted with a gore tag thoracic endoprosthesis. According to information received from gore's medical device tracking system, in 2008, a reintervention occurred and two additional gore tag thoracic endoprostheses were implanted in the patient. Further investigation is being conducted.